Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal and pelvic floor it was reported that the patient said they had their  implant removed on friday and part of the lead broke off. The patient said they need to have an MRI of their spine and they were told they can still have the MRI with the partial piece still inside of them. Reviewed some MRI s information and provided the phone number for technical support for doctors / radiology techs to call. The patient was redirected to their healthcare provider to further address the issue. The patient stated that they had an x-ray and was able to identify the the lead fragment is less than 6 cm.. The agent transferred them to tech for further technical guidelines. .caller stated the patient is scheduled for an MRI on may 22nd, but the MRI facility is looking for guidance on how to proceed with the MRI. The agent asked the caller if they were able to identify how long the lead fragment was left inside the patient, and the caller stated the x-ray was reviewed by the doctor and it was less than 6 centimeters. Agent reviewed MRI guidelines with caller. Agent sent the caller the MRI guidelines.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0lfj6. Implanted: (B)(6) 2014. Explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 08-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.